Event description:
It was reported that during an unk procedure, the device "would not lock". There was no patient consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the device was returned in good visual condition and with a cartridge loaded in the device. The cartridge was returned partially fired and was noted to have a wedge band bypass as the right side was fully fired and the left side was 1/4 fired. The cartridge was disassembled to verify the condition of the spring cartridge lockout and was found normal. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended; however, the cut was noted to be jagged due to a damaged knife, this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.